Event description:
It was reported that (3) devices were used during an unk procedure. It was reported by the affiliate that the 512b outer gasket tore easily. Also during the case, the 512sd trocars safety shield would not move back as intended. Another trocar was used to complete the case. There was no consequence to the pt.